Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned an oral-b brush head type eb17. Investigation analysis revealed: main root cause is improper cleaning.

Event description:
Bottom part of dual clean brush heads keeps breaking off; two brush heads have broken [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual action brushheads keeps breaking off, and two brush heads out of the pack of 4 have broken. No symptoms developed.